Event description:
Report rec'd from consumer via an attorney that he has "sustained serious and permanent injury to his body, suffered great pain, shock, and mental anguish, all giving rise to the need for extensive and expensive medical care and treatment" associated with wear of focus night & day contact lenses. Request has been made for add'l info, however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible serious injury requiring medical intervention." As there was no product or lot number provided, no detailed investigation can be performed.